Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Device history record review indicates that the device was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. Based on the inspection results by olympus europa se & co. Kg (oekg), olympus medical systems corp. (Omsc) assumed that the reported event was caused by excessive adhesive due to incorrect repair procedure. To prevent this event from recurring, olympus fed back the results to the repair department. If significant additional information is received, this report will be supplemented.

Manufacturer narrative:
The inspection of the device by (B)(4) confirmed followings; forceps elevator movement was blocked by adhesive residue on the side of the forceps elevator. There was excessive adhesive around the union of the forceps elevator and arm. (B)(4) assumed that the reported event was caused by the excessive adhesive due to incorrect repair procedure when the plastic cover was assembled. The exact cause of the reported event has not yet been identified by legal manufacturer olympus medical systems corp. (Omsc) for this device. If significant additional information is received, this report will be supplemented.

Event description:
A customer reported that the mobility of the forceps elevator was missing during maintenance of the device. The customer speculated that there was a problem with the cable pull. Then, olympus inspected the device at the service department of olympus europa (B)(4) and found that the forceps elevator could not properly elevate and return. There was no report of patient injury associated with this event.